Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with two sensors; one sensor was broken before he could even put it in the serter, and the other was in two pieces when he took it out of the package but he used it for six hours anyway. The patient's blood glucose at the time of incident was 107 mg/dl. The customer reported multiple errors with the second sensor as it was already broken out of the packaging. Troubleshooting could not occur since the customer was no longer using the broken sensor. No products were returned and two replacement sensors were shipped to the customer.